Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. Case and hanger were found to be broken. Main seal was found to be pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors of the external pulse generator (epg) were broken, and the plastic was missing. The epg has been returned for repair. No patient complications have been reported as a result of this event.